Event description:
The patient experienced no stimulation sensation. The lead impedance measurements were greater than 3,600 ohms on any combination with 0-3. It was noted that he fell on the ice "once". Additional information has been requested.

Manufacturer narrative:
(B)(4).